Event description:
The physician was unable to deploy the stent due to "anatomical factors and aneurysm location". Therefore, the microdelivery stent system including the stent was removed from the patient entirely. Afterwards, the patient expired later the same day. The cause of death was rupture of the aneurysm. The physician stated the event was not related to any malfunction of the device.

Manufacturer narrative:
(Other) for no allegation of device malfunction or non conformance.